Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, the motor device unit would not drive the disposable handpieces and the lights would go dim on the unit. They switched out disposable handpieces and motor drive units and the issue persisted. There were no adverse pt consequences reported.